Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed testing. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. The blower of the device has functional damage; blower needs to be replaced to address the issue.